Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported via a remote transmission that an episode of non-sustained rv lead noise caused by sensing latency on the far-field channel was observed. Programming changes were recommended.